Event description:
It was reported that the pt was hospitalized for a week after an hcp "injected drug into my stomach" and he had a pocket fill as a result of that event. Add'l info has been requested, a f/u will be sent if add'l info becomes available.

Manufacturer narrative:
(B) (4).